Manufacturer narrative:
The reported picco catheter was returned for investigation. The reported problem could be confirmed by ocular inspection. The cause to the failure is seen as a production error. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database. (B)(6).

Event description:
It was reported that after placement of a picco catheter in the femoral artery of a patient, blood came into the thermistor line. No known impact or consequence to patient. (B)(4).